Event description:
It was reported that "the flexible screw driver broke at the distal tip of the instrument. This was due to extreme over angulation by the resident. He was instructed to keep the instrument parallel but neglected to do so. During the same case a portion of the locking ring for a 3.5mm self drilling screw broke off. This was discovered after the screw had been implanted and the aiog was removed. The surgeon opted to leave the screw in when he checked for screw purchase and felt it was strong enough to leave in. This was also done through the new custom aiog which the surgeon believed gave too much "play" for the screw driver and changing the angle."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.